Event description:
The user facility reported that while an employee was loading their sterilizer, the evolution transfer carriage became unstable and fell to the floor. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the latching system of the carriage was misaligned, subsequently causing the reported event. To resolve the issue, the technician readjusted the latching system. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.